Manufacturer narrative:
(B)(4). Report number - mw5067438. The user facility discarded the device sample.

Event description:
Report number - mw5067438. The customer alleges that the white port of the triple lumen line began leaking within a few days of insertion. No patient injury or harm.

Manufacturer narrative:
(B)(4). Medwatch report number - mw5067438. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed because a lot number was not reported and sales history did not show direct sales of the product to this customer. The probable cause of the catheter leak could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Report number - mw5067438. The customer alleges that the white port of the triple lumen line began leaking within a few days of insertion. No patient injury or harm.